Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the component not properly aligned. A field service engineer aligned the magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was physically damaged, with a long magnetic metal piece having detached. The entire drawer is impacted. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.